Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced open air in the peritoneum coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain. The cause of the event was speculated (by the patient's physician) to have been due to the "homechoice not being properly primed", however, this could not be confirmed and the cause of the event was assessed as unknown. The patient had been hospitalized for other unrelated medical conditions and the open air in the peritoneum was discovered during this hospitalization. The hp underwent unspecified abdominal surgery for the open air in the peritoneum on an unknown date while hospitalized. On an unknown date, the patient was switched to hemodialysis. Fourteen days after admission, the patient was discharged from the hospital to a rehabilitation facility. At the time of this report, the patient is recovering from the event and remains on hemodialysis. No additional information is available.